Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubies were failed. The field service engineer found rowboard d and e was not detected on bus, hence reseated the rowboard cable to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the cubies were failed. The customer reported that the main drawer 5 were not detecting the cubies that are loaded into it. The customer stated that this malfunction caused an delay to the patient care. The user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.